Event description:
It was reported during a shoulder joint glenoid labrum repair surgery, during implantation the anchor broke. A same model backup device was used to complete the surgery. No patient injuries and delay were reported.

Manufacturer narrative:
Only the anchor and suture from a 2.3 osteoraptor assembly were returned for evaluation. Visual assessment of the anchor confirmed the reported breakage. The anchor is broken on one side of its proximal end. Dimensional assessment of the anchors length and major diameter found it met print specification. The location and the characteristics of the breakage are consistent with excessive force being applied and off axis insertion.